Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Death is a known outcome of coronary stenting procedures, and is listed as a potential adverse event in the device instructions for use (IFU). There were no difficulties reported deploying the stent implant during the procedure. In this case, it cannot be determined how, if at all, the stent delivery system contributed to the pt death.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the pt had a xience v stent implanted in 2007 to treat the mid lad. Predilatation was performed prior to stenting. Two months later, the pt experienced symptoms of angina, and was rehospitalized. A diagnostic coronary angiography was performed. Revascularization was completed with a metallic stent (2.0 x 8 mm mini vision) on a new lesion in a different vessel (plsa) and it resolved the angina. In early 2008, the pt expired in another hospital. Cause of death is unknown. No autopsy was performed. No additional event or pt info is available.